Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the moderately tortuous proximal lad. An attempt was made to pass the lesion with the device, but it got caught and was unable to pass through. The catheter was removed as a unit. Fraying and deformation of the stent was confirmed outside of the body. The device was not further used.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed proximally, in its center and distally (i.e. Several struts are strongly bent throughout the stent). Judging from the radiopaque makers, the stent is displaced on the balloon by about 0.5 mm in distal direction. Stent imprints were observed on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.